Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date. The patient developed adhesions. The symptoms were so severe that the patient underwent a reoperation. No additional information was provided.

Manufacturer narrative:
(B)(4). Adhesions occurred. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.